Event description:
A 64-yr-old male pt with respiratory distress and a history of lung cancer was on this ventilator from 7/3/95 - 7/6/95. On 7/6/95 the ventilator alarmed, signaled "vent inoperative" and failed to work. Manual ventilating was initiated by the staff. The ventilator's failure to continue working was determined not to affect the pt's status. This event was reported to the MFR. The equipment was repaired 7/11/95.